Event description:
During an emergent situation with patient blood pressure extremely low, norepinephrine was hung and primed and placed on this IV pump (at high dose due to risk of imminent death from extremely low blood pressure). Initially the pump drew medication and medication was visualized dripping in IV chamber and confirmed on the pump. The patient¿s blood pressure continued to be dangerously low and multiple other medications and interventions were done to raise the blood pressure. After several minutes, it was noticed that the pump appeared to be running correctly with no alarms or faults and programmed to the max dose ordered, but there was no medication dripping into the tubing chamber and there was no medication being administered to the patient. The patient was eventually stabilized with other medications and the pump was taken out of service for evaluation. Device evaluated by biomed and were unable to recreate issue. The device passed all pm (preventative maintenance) examination.